Manufacturer narrative:
Device used for treatment and not diagnosis. Part and lot number changed: information received from consultant.

Event description:
Hospital reported to sales consultant: facility received order (B)(4), ordered on (B)(4) 2012. Over the last few months the instruments appear to be corroding. It is not known what cleaning/sterilizing procedure was used on these instruments or how often. No patient involvement. This is 8 of 14 reports for this event.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates that greatbatch medical manufactured the aluminum hohmann retractor 35mm wide tip, 284mm pn 03.100.108, lot 6939421. Due to an unknown cause, the hohmann retractor 35mm wide tip, 284mm appears to be corroding. No unusual wear or cosmetic damage was noted on the part. Based upon the certificate of compliance from greatbatch medical and incoming inspection, this lot was previously accepted and conforms to specifications. All measurements that could be taken were found to meet specification. A review of synthes device history records revealed the product conformed to all requirements.